Event description:
Reporter indicated a vns therapy patient presented with high lead impedance. The physician reviewed the patients x-rays and stated "everything looks all right" and no revisions is planned. The patient had an MRI in november by a community hospital and the patient does not think that they used a send/receive coil and, subsequently he started having the lead problems. The device has been disabled. Good faith attempts to obtain additional information have been unsuccessful to date.